Event description:
Boston scientific received information that the field representative noted an episode on the patient¿s electrogram (egm) during pre-discharge check. A boston scientific technical services (ts) reviewed the egm of the event and stated that the egm was good and stable and the episode could be the result of air bubbles. Additional information was obtained from field representative revealed that they cannot confirm the episode and there was no allegation of malfunction against the cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.